Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead was performed. Concomitant medical products: product ID 7288, implantable defibrillator implanted: (B)(6) 2006. Product ID: 5076 implantable pacing lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the physician was unable to remove the superior vena cava (svc) portion of the right ventricular (rv) lead from the header block of the device. The screw driver would not engage. The svc portion of the lead was cut and capped, and the lead was reused in a replacement device with a pin plug inserted in the svc port of the new device. No patient complications have been reported as a result of this event.